Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The following information was requested, but unavailable: please clarify when the needle separated from the thread: while in the package or when removing from the package or during use on patient? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported an animal underwent a spay procedure on an unknown date and suture was used. The suture separated from the needle with minimal tension. Another like device was used to complete the procedure. There were no adverse consequences for the patient.